Event description:
The system 6 battery module was sent for evaluation because it was too difficult to remove the batteries from the charger. When trying to remove the battery from the module a nurse had to forcefully remove the battery and as a result she hit herself in the head with the battery and had to have an MRI. It was further reported that there were no further issues reported as a result of this event. The MRI came back and it was reported that the nurse was fine and did not have a corneal abrasion.

Manufacturer narrative:
The device was received for evaluation; additional information will be submitted once the quality investigation is completed.